Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, tilt, migraines, pain, anxiety, depression, worry. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported migraines, pain, anxiety, depression, worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to sub massive pulmonary embolism (pe). Patient is alleging tilt, vena cava and organ perforation (one posterior strut perforates the ivc vein wall 16mm and contacts the l3 vertebral body). Patent notes and further alleges experiencing "migraines and pain in my ears. I have anxiety that something may happen to me especially because I have a husband, children and grandchildren" and depression/anxiety and worries. Per the (B)(6) 2013 ivc filter/lytics procedure: "the cava is normal in size and course. Subsequently, an infrarenal gunther tulip ivc filter was deployed in the usual fashion. A repeat inferior venacavogram through the existing catheter shows successful deployment of the ivc filter without evidence for migration, significant tilt, or other abnormality". Per a CT (computed tomography) of the abdomen and pelvis dated (B)(6) 2019: "the ivc filter is tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 16mm. One (1) anterior strut perforates the ivc wall 14mm and contacts the bowel. One (1) medial strut perforates the ivc wall 10mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 16mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 13mm and contacts the bowel. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.